Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. No unexpected insulin flow blocked alarm noted. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they were visited to emergency room and treated with intravenous insulin. Customer reported that they kept getting lot of insulin flow block alarms. Customer reported that they called about insulin flow block alarm yesterday but still had a same issue. Customer ran self test and displacement test and both tests were passed. Customer did not had high blood glucose and also not a medical emergency as customer only went to get new insulin at hospital. Customer was for three hours at the hospital. Insulin pump will not be returned for analysis.